Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat pelvic pain and menorrhagia concurrently with dilation and curettage, refashioning of abdominal scar, anterior vaginal wall repair, and ablation of endometriosis. It was reported that patient underwent a rollerball endometrial ablation on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, bleeding, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that on (B)(6) 2005, the patient underwent excision of mesh due to pain from the sling. (B)(4).